Event description:
My name is (B)(6). (B)(6) is my daughter with various disabling impairments and one of them is hearing impairment. (B)(6) wears hearing aids on both ears. On (B)(6) 2024, (B)(6) obtained a newer phonak hearing aid, model audeo l50 r and audeo l50l from (B)(6) ca. The model we as parents helped her purchase is a newer model from phonak with more features as we were told. She has been wearing hearing aids for the last 25 years. About two weeks ago, my wife while checking the hearing aide noticed the filter for the left ear was missing. She became anxious and checked the box and couldn't locate the tiny plastic(acrylic) filter. Then my wife asked me to go to hearusa in (B)(6) to find out if hearing aid provider could check my daughter's ears. When I went to (B)(6) on (B)(6) 2024, I could only meet with the receptionist, destiny who explained how the filter needs to be put in and she mentioned hearing aid provider not available then and I was able to obtain appointment for the (B)(6) 2024. Yesterday, when my wife took my daughter to the hearing aid dispenser mr (B)(6) saw my daughter's left ears and noticed that the tiny acrylic filter has been lodged within the ear wax inside the ears and said my daughter need to be taken to medical doctor to have that piece removed. (B)(6) mentioned that this was the first time he saw something like this and said he will definitely share this concern with hearing aid providers in (B)(6), ca where we obtained the device. He also asked us to call phonak customer service. Accordingly, my wife was not able to secure an appointment with (B)(6) primary doctor but was able to obtain an urgent appointment with (B)(6) with dr (B)(6). Dr (B)(6) was not able to remove the acrylic piece lodged in the ear wax and he immediately referred to ent as a stat. As of this writing we the parents are still waiting for (B)(6) to call us with immediate available appointment. Earlier I called phonak customer svs and talked to mr (B)(4) who heard the whole situation and said he also is not aware of this kind of situation and this is the first time. He also mentioned that we were supposed to use a "dome" to protect the filter. I mentioned to (B)(4) that I will report the situation to FDA. Later, I contacted (B)(6) at hearusa about phonak conversation and he mentioned that this device does not use "dome" and uses hard acrylic piece as filter only. This situation is posing a serious health situation for my daughter who has multiple impairments (hearing, speech, vision and cognitive) and so not in a position to communicate her health needs. I had mentioned to (B)(4) at phonak that they needed to be careful in marketing these devices with a serious safety issue like the filter falling off or getting stuck with the ear mold.